Manufacturer narrative:
Follow-up #1 date of submission 07/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2013 with the following findings: evaluation revealed that all buttons responded appropriately. The keypad has no visible sign of damage. Investigators were unable to confirm or duplicate unresponsive keypad. Investigators performed a leak test. A bolus button leak was found. The pump was opened to check for internal moisture damage. Investigators observed internal moisture residue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons had become unresponsive after swimming. The contrast button was responding appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.